Manufacturer narrative:
F10, patient code, corrected data: seizures coding added as second seizures coding was inadvertently omitted from the initial submission.

Event description:
It was reported that a patient was seizure free until his last replacement. After the replacement, the physician noted the patient began having seizures of a similar type to what he had before, but was now also raising his right arm. No additional relevant information has been received to date.